Event description:
The parent reported via phone call that the customer experienced high blood glucose. The parent stated their blood glucose rose to 400 mg/dl. The parent also reported having issues with the customer's infusion sets. The parent reported a no delivery alarm occurring. The customer declined to troubleshoot because the customer was able to resolve the alarm with an infusion set change. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.